Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient received a replace generator soon message. In turn, the patient plans to undergo surgical intervention on a later date.

Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Event description:
Additional information gathered via follow-up revealed the patient's ipg was explanted and replaced to address the issue.